Event description:
Discrepant, low calcium results were obtained for a pt on an advia 1800. These results were reported to the physician, and the pt was given a dose of calcium. The original sample was subsequently rerun and a corrected report was issued. There were no reports of adverse health consequences due to the extra calcium given to the pt.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discrepant calcium result was kinked cuvette wash bottle tubing. The instrument was repaired. The instrument is performing within specifications. No further eval of the device is required.